Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited short atrial tachy response (atr) episodes due to far-field r or t wave over-sensing. The ICD remains in service. No adverse patient effects were reported.